Event description:
When the device was attempted to be removed from the hoop, the resistance was severe, and when attempting to remove with a little force, the device got kinked; therefore, the device's use was discontinued. Physician comments: patient outcome: no patient injury. The procedure was completed with a different device (same model).

Manufacturer narrative:
This medwatch report is being filed based on the image received on september 11, 2023, revealing fractured material. The images provided by the distributor presented a fracture of the core wire and stretched coil wraps in the distal tip extending proximally from the j-straightener with the distal tip lodged within the j-straightener. As received, the specimen consisted of one-1 each safari2 jpn 275cm x sml 5p; returned reloaded within dispenser assembly, lodged within the j-straightener and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload of the core wire an unknown distance from the distal tip weld mass with concurrent stretched coil damage of approximately 18.8cm. The distal tip is lodged within the lumen the j-straightener attachment 3.6 cm from the distal tip of the j-straightener with traces of dried blood. The specimen also presented kink/bend damage approximately at 0.3 cm and 1.2 cm in the formed curve from the proximal aspect of the core wire fracture. The nature and the extent of the damage indicated that the guidewire was manipulated against the resistance. There was no mention of wire entrapment or fracture/shear damaged in the information provided to date. Therefore, the timing of the wire entrapment and damage cannot be determined. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the dfu, instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. As indicated in the device instructions for use warnings: · exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. No patient information was provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.